Event description:
The recipient reportedly experienced device extrusion and an infection. The recipient's implant site was bandaged. The recipient was prescribed amoxicillin and levofloxacin. On (B)(6) 2018, the recipient's device was explanted. The recipient will not be reimplanted at this time. The recipient's infection has resolved.

Event description:
The recipient reportedly experienced device extrusion. The recipient's implant site was bandaged. The recipient was prescribed amoxicillin and levofloxacin. On (B)(6) 2018, the recipient's device was explanted. The recipient will not be reimplanted at this time. The recipient's infection has resolved.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.